Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a door was failed. The customer stated that there was a delay in dispensing medication to a patient and nurse was unable to retrieve medications from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the t-shot had revealed oxidized latch contacts and loose connections. A field service engineer (fse) had cleaned, treated, and reseated the connections. Testing was resumed, and no additional faults were identified. The customer verified proper operation with successful recovery and inventory counts. Then the fse verified all bus and harness connections, door and latch operation. The system functioned as intended after the field service engineer repaired the device